Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. At the time of this submission, the device has not been returned for analysis.

Event description:
It was reported that during an abdominal peritoneum procedure the device lost the tissue pad outside the patient during cleaning procedure after five minutes of use. Another like device was used to complete the case. No patient consequences. No device will be returned.